Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized with right lower abdominal pain for 2 days. The admitting diagnosis was acute appendicitis with peritonitis. The patient was sent to the operating room for laparoscopic exploration under anesthesia under tracheal intubation, transitive colonic bowel resection and single cavity ostomy. The procedure was smooth, and the incision was red, swollen, painful, and exuded. The incision site was debrided and reclosed. They gave cleaned unabsorbed thread, cleaned the incision, prolonged the application of antibiotics, intravenous drip 0.9% ns100ml with cefoperazone sodium, tazobactam sodium 2.0g. The intravenous drip was given but the antibiotics application was extended. The dressing was changed.